Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "MRI results showed needs them changed as they have disintegrated¿, ¿right breast implant shows an abnormal appearance with separation of the implant capsule posteriously with layered folds as well as multiple droplets of fluid signal within the implant lumen consistent with intracapsular rupture¿, "anxiety (nervous)", ¿coarse calcification¿, ¿minor punctuate cystic change¿ and ¿layered folds¿. The device remains implanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203.

Event description:
The device has been explanted.